Manufacturer narrative:
(B)(4). Scraper damaged. The analysis results found that the b12lt device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results of the b12lt device (b) found that the device was returned in good visual condition. The device was functionally leak tested and failed without the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failed without test probe.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices caused insufflation issues. The same devices were able to be used to complete the procedure. There was no adverse consequence to the patient.